Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. Upon receipt, the belt failed the te recognition test and the trunk cable connector was cracked. Upon evaluation, trunk cable wires were pulled short causing the heat shrink tubing to part from the pulse wires, resulting in a short in the distribution node. The cause for the test failures was the shorted pulse wire in the distribution node. The root cause for the pulled pulse wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrode pads.